Manufacturer narrative:
Review of the immediate post op x-rays indicate good implant positioning. Report indicates good implant position at 2 months. Pt felt pain after head jerked forward and had follow up with surgeon, which x-rays show implant movement due to possible vertebral fracture and subsidence. Investigation found no device issues.

Event description:
(B)(4).